Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed battery out limit. The customer was having issues with the insulin pump's battery life. The insulin pump alarmed after a battery change. Customer's blood glucose level was around 40 mg/dl or 50 mg/dl. The customer treated her low blood glucose level with food. The device was not returned.